Event description:
The hcp reported the pump "does not empty the reservoir completely" - was not infusing. The pump was explanted and replaced and returned to the manufacturer for analysis. The pt is reported to be feeling well after the surgery. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.